Event description:
It was reported that the customer dropped the pump on concrete and shattered the touchscreen. Reportedly, the pump is no longer responsive. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not been received for evaluation. Should new relevant info be received, a supplemental form will be completed.